Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances for this right ventricular (rv) lead had been slowly increasing and that an alert due to an out of range impedance measurement was generated on (B)(6) 2018. Rv pacing impedance was reportedly stable and within range. The clinician reportedly planned to increase the programmed upper limit for acceptable shock impedances and continue to monitor the patient. No adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.